Manufacturer narrative:
When the initial medwatch was filed, incorrect result and conclusion codes were selected. Additionally, for the initial medwatch, the customer¿s pump was tested in the condition in which it was received, using both the customer¿s kit and a lab kit and, in both situations, the pump failed the double expression minimum vacuum specification (test results: 13 mmhg and 11 mmhg respectively, specification: 20 mmhg). When a pump fails with both the customer and lab kits, any issue is typically attributable to the pump, not the kit. During the test, it was visually observed that the port plug was ¿bouncing¿ at the central point of the faceplate. This was erroneously determined to be the cause of the customer's suction issue. For this follow up report, to isolate a potentially flawed component, a series of tests was conducted which involved replacing individual components on the customer¿s returned pump and, during that testing, the presence of debris was noted on the back surface of the faceplate and the pump diaphragm. The debris was cleaned from both surfaces, vacuum was tested and all 16 vacuum/cycle specifications were passed. It is important to understand that the diaphragm and the inner back surface of the faceplate and port plug all work in unison to create desired vacuum. The diaphragm to faceplate sealing is what allows vacuum to be created. The port plug controls the level of vacuum at each cycle by sealing and bleeding off unwanted air. Any foreign contaminants that hinder the seal either between the diaphragm/faceplate and or port plug could potentially result in lower suction. It is very difficult to determine exactly how much contamination under normal use is needed for pump vacuum to suffer, but it is a known failure mode causing low suction. The pump in style instructions for use (IFU) details cleaning procedure for the faceplate and diaphragm. It is also a common troubleshooting item to check.

Manufacturer narrative:
The customer was sent a replacement breast pump. On 04/07/2017, a medela clinician spoke with the customer at which time she stated that she was on erythromycin for 10 days. She also stated that she is no longer experiencing symptoms of mastitis. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. The product was received on 04/04/2017 and inspected by quality engineering on 04/12/2017.

Event description:
On 03/28/2017, the customer reported to customer service that the suction on her pump in style advanced breast pump was low. She also reported that she was diagnosed on (B)(6) 2017 with mastitis and was prescribed antibiotics for 10 days.